Event description:
The pt is reportedly experiencing intermittencies and an increase in stimulation levels with use of his device. The pt reported a fall with head trauma at the implant site in (B)(6), 2012. The pt has discomfort at the implant site. The surgeon suspects that the device magnet has dislodged. Add'l device testing will be performed. However, the surgeon will pursue device revision surgery.